Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), allergy to metals ("allergic to nickel"), haematoma infection ("infected 10-cm hematoma") and genital haemorrhage ("heamorrhage") in a 45-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included eczema, skin inflammation, parity 2 ((two children)) and parity 2. On (B)(6)2016, the patient had essure inserted. In (B)(6)2016, the patient experienced asthma ("asthma"), eczema ("eczema on hands"), neck pain ("neck pain"), myalgia ("muscle pain"), muscle contracture ("contractures") and fatigue ("major fatigue, chronic fatigue"). On (B)(6)2017, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), 2 months 20 days after insertion of essure. On (B)(6)2017, the patient experienced haematoma infection (seriousness criterion hospitalization). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and tendon pain ("achilles tendon pain"). The patient was treated with surgery (emergency surgery on (B)(6)2017 and total hysterectomy with bilateral salpingectomy on (B)(6)2017). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, allergy to metals, haematoma infection, genital haemorrhage, asthma, eczema, neck pain, myalgia, muscle contracture, fatigue and tendon pain outcome was unknown. The reporter considered allergy to metals, asthma, eczema, fatigue, genital haemorrhage, haematoma infection, muscle contracture, myalgia, neck pain, pelvic pain and tendon pain to be related to essure. The reporter commented: due to emergency surgery on (B)(6)2017, she was on sick leave for 6 weeks. She believes that her doctor neglected his duty to give loyal and clear information, made lose an opportunity to avoid the risk of complications related to essure implants. Due to this lack of information, she had to undergo two hospitalizations. She informed that her doctor did not give complete information on the chosen method of contraception. The patient also commented that two hospitalizations (5 days each) were difficult to organize and her children were very worried before the two surgeries and during her recuperation periods. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - in (B)(6)2017: results: very positive. Further company follow-up with the other, other or other is not possible. Most recent follow-up information incorporated above includes: on 31-jan-2019: the event tendon pain was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by an other and describes the occurrence of allergy to metals ("allergic to nickel") and haematoma infection ("infected 10-cm hematoma") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included eczema, skin inflammation, pregnancy ((two children)) and parity 2. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced asthma ("asthma"), eczema ("eczema"), neck pain ("neck pain"), myalgia ("muscle pain"), fatigue ("major fatigue") and muscle contracture ("contractures"). On (B)(6) 2017, 2 months 20 days after insertion of essure, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient experienced haematoma infection (seriousness criterion hospitalization). The patient was treated with surgery (total hysterectomy with bilateral salpingectomy on (B)(6) 2017) and surgery (emergency surgery on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the allergy to metals, haematoma infection, asthma, eczema, neck pain, myalgia, fatigue and muscle contracture outcome was unknown. The reporter considered allergy to metals, asthma, eczema, fatigue, haematoma infection, muscle contracture, myalgia and neck pain to be related to essure. The reporter commented: due to emergency surgery on (B)(6) 2017, she was on sick leave for 6 weeks. She believes that her doctor neglected his duty to give loyal and clear information, made lose an opportunity to avoid the risk of complications related to essure implants. Due to this lack of information, she had to undergo two hospitalizations. She informed that her doctor did not give complete information on the chosen method of contraception. The patient also commented that two hospitalizations (5 days each) were difficult to organize and her children were very worried before the two surgeries and during her recuperation periods. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - in (B)(6) 2017: very positive the list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2018 for the following meddra preferred term: allergy to metals- the analysis in the global safety database revealed 398 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the other is not possible. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by an other and describes the occurrence of pelvic pain ("pelvic pain"), allergy to metals ("allergic to nickel"), haematoma infection ("infected 10-cm hematoma") and genital haemorrhage ("heamorrhage") in a 45-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included eczema, skin inflammation, parity 2 ((two children)) and parity 2. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced asthma ("asthma"), eczema ("eczema"), neck pain ("neck pain"), myalgia ("muscle pain"), muscle contracture ("contractures") and fatigue ("major fatigue, chronic fatigue"). On (B)(6) 2017, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), 2 months 20 days after insertion of essure. On (B)(6) 2017, the patient experienced haematoma infection (seriousness criterion hospitalization). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (emergency surgery on 15(B)(6) 2017 and total hysterectomy with bilateral salpingectomy on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, allergy to metals, haematoma infection, genital haemorrhage, asthma, eczema, neck pain, myalgia, muscle contracture and fatigue outcome was unknown. The reporter considered allergy to metals, asthma, eczema, fatigue, genital haemorrhage, haematoma infection, muscle contracture, myalgia, neck pain and pelvic pain to be related to essure. The reporter commented: due to emergency surgery on 15-mar-2017, she was on sick leave for 6 weeks. She believes that her doctor neglected his duty to give loyal and clear information, made lose an opportunity to avoid the risk of complications related to essure implants. Due to this lack of information, she had to undergo two hospitalizations. She informed that her doctor did not give complete information on the chosen method of contraception. The patient also commented that two hospitalizations (5 days each) were difficult to organize and her children were very worried before the two surgeries and during her recuperation periods. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - in (B)(6) 2017: results: very positive. Further company follow-up with the other or other is not possible. Most recent follow-up information incorporated above includes: on 3-dec-2018: events pelvic pain and hemorrhage added. No further information was expected. Case closed. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), allergy to metals ("allergic to nickel"), haematoma infection ("infected 10-cm hematoma") and genital haemorrhage ("heamorrhage") in a 45-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included eczema, skin inflammation, parity 2 ((two children)) and parity 2. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced asthma ("asthma"), eczema ("eczema on hands"), neck pain ("neck pain"), myalgia ("muscle pain"), muscle contracture ("contractures") and fatigue ("major fatigue, chronic fatigue"). On(B)(6) 2017, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), 2 months 20 days after insertion of essure. On (B)(6) 2017, the patient experienced haematoma infection (seriousness criterion hospitalization). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and tendon pain ("achilles tendon pain"). The patient was treated with surgery (emergency surgery on (B)(6) 2017 and total hysterectomy with bilateral salpingectomy on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, allergy to metals, haematoma infection, genital haemorrhage, asthma, eczema, neck pain, myalgia, muscle contracture, fatigue and tendon pain outcome was unknown. The reporter considered allergy to metals, asthma, eczema, fatigue, genital haemorrhage, haematoma infection, muscle contracture, myalgia, neck pain, pelvic pain and tendon pain to be related to essure. The reporter commented: due to emergency surgery on (B)(6) 2017, she was on sick leave for 6 weeks. She believes that her doctor neglected his duty to give loyal and clear information, made lose an opportunity to avoid the risk of complications related to essure implants. Due to this lack of information, she had to undergo two hospitalizations. She informed that her doctor did not give complete information on the chosen method of contraception. The patient also commented that two hospitalizations (5 days each) were difficult to organize and her children were very worried before the two surgeries and during her recuperation periods. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - in (B)(6) 2017: results: very positive. Further company follow-up with the other, other or other is not possible. Most recent follow-up information incorporated above includes: on 7-feb-2019: this case will be deleted from bayer pv database. Nullification reason: duplicate case is identified with f/u information - during a cluster reconciliation and following confirmation from the local health authorities, this case (B)(4) was identified as a duplicate of case (B)(4). No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.